Event description:
On (B)(6) 2014, it was reported that at 4:30 pm the patient's blood glucose level was hi and she bolused 5 units of insulin. At 5:00 pm her blood glucose level was 596 mg/dl and she administered 5 units of insulin via injection. Around 8:00-8:30 pm the patient was taken to the hospital by her parents. Her blood glucose level was hi at the hospital and her mother administered 8 units of insulin via injection. The patient was treated with an infusion of ringers solution. The patient's mother thinks the infusion device did not deliver the insulin it was programmed to deliver. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).